Manufacturer narrative:
Per the reporter, throughout the case, the manipulation of the device by the physician was conservative, gentle, and deliberate. He did not jerk equipment around or make rough movements. Add'l info will be submitted within 30 days of receipt. This is one of two reports submitted for related events that occurred in one patient. Please reference MFR report#s: 9616099-2007-02607 and 300374246-2007-00419.

Event description:
Following a kissing balloon inflation, the physician pulled the two balloons back into the 6f guide and the dura star came apart around the rx guidewire exit area. The fractured balloon was completely removed with the whole system. There was no reported patient injury. The physician was treating a jailed diagonal (peri-stent restenosis) from a previous cypher placement in the lad. Physician used a 6f cordis xb3.5 guide catheter. He accessed the diagonal with a prowater wire. He then advanced a 2.0 or 2.5 firestar balloon into the diagonal and inflated it between the cypher stent struts. The physician removed the firestar and placed a second prowater wire down the lad. He then advanced a 3.5 x 20 durastar balloon down the lad and inflated it. After deflation, he moved the durastar distally past the stent and advanced the fire star back in the diagonal branch. Physician pulled back on the dura star (which was under negative pressure) to position it to do a kissing balloon technique. At that time he felt a snap. The guiding catheter then rolled over (out of the ostium) and they had to reposition the guide. When the scrub tech looked down at the inflation device, he noted that negative pressure had been lost and that there was blood in the device. They assumed the balloon had ruptured. The physician withdrew the durastar balloon catheter and notice that the balloon was not attached. He then inflated the firestar in the diagonal and then pulled the firestar, both wires, and the separated distal portion of the durastar balloon catheter back into the guiding catheter. The guiding catheter, along with the contents, was then withdrawn from the patient as a unit.